Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump did not kept time and date and motor was louder during rewind. No harm requiring medical intervention was reported. Customer stated that insulin pump received random unexplained no delivery alarm few times and reject new batteries frequently. The device will not be returned for analysis.